Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female patient who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the patient used super poligrip at unk dosing. At an unk time after using super poligrip, the patient experienced neuropathy, myelopathy, neutropenia, anemia, hyperzincemia, hypocupremia, ataxic gait, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the patient received dentures approximately 35 years ago (since approximately 1975). The patient experienced neuropathy/peripheral neuropathy, hyperzincemia, hypocupremia, myelopathy, anemia, gait ataxia, and neutropenia attributable to "zinc-containing super poligrip." The patient now suffers from "profound and permanent neurological and other injuries." She is now "unable to perform her normal, customary and daily activities."

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00311. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).